Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer was hospitalized due to high blood glucose one ago with blood glucose of over 600 mg/dl. Customer's parent re[ported that the customer could not sit up and had a high blood glucose, ketones and throwing up. The customer was treated by ems. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the customer insulin pump had a motor error alarm during bolus delivery. The drive support cap was normal and the insulin pump was not exposed to high magnetic fields and they were able to complete the rewind process. Customer's blood glucose was 547 mg/dl the morning prior to call then in the 300 mg/dl. Customer's blood glucose was currently almost 600 mg/dl and treated with manual injection. Customer's parent also reported that the insulin pump had battery issues that started 5 months ago. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08865 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and cracked lcd window.